Event description:
It was reported that the patient underwent an l4-5 posterior lumbar interbody fusion to treat lscs. It was reported that after break off of the setscrew tabs was achieved 5 tabs came out of the driver, although only 4 screws were broken. It is believed that the extra tab came from a previous surgery. No patient complications have been reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # gb10m001, #gb11f011, # gb11g008 and # gb11j011. (B)(6). (B)(4). Manufacture date for lot gb11m001 is 12/13/10; lot gb11f011 is 7/18/11; lot gb11g008 is 8/8/11; lot gb11j011 is 10/5/11. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.